Event description:
It was reported by the nurse to our sales rep that she was observing a surgery procedure. During this it was observed that several miss drillings happened. With the reported device. There was no delay. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.